Event description:
It was reported the patient complained of muscle/diaphragm stimulation with right ventricular (rv) pacing. Sensing, impedance, and thresholds were all within normal limits. The rv lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed, and no anomalies were found. Blood present in/on the helix mechanism. White substance was observed.